Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece with the extraction tool inserted measuring 45.7com. Two external abrasions breaching the re lumen exposing the cables due to friction to another device or features of the heart were noted at 7.5cm to 8.2cm and 9.3cm to 9.6cm from the distal tip. An external abrasion breaching the rv lumen exposing the cables due to friction to another device or features of the heart were noted at 8.7cm to 11.2cm from the distal tip. The etfe cable coatings and inner lumen was intact.

Event description:
This report is to advise of an event observed during analysis.